Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited loss of capture (loc), non-detection, and high pace impedance measurements; the lead was determined to be fractured. A revision procedure was performed wherein the lead was surgically abandoned and competitor device was explanted. A new device and lead were subsequently implanted without issue. This lead was later explanted for an unrelated reason. No adverse patient effects were reported.